Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification and the customer reported issue 'pump shut down on its own' could not be reproduced during evaluation. The reported condition was not verified. Evaluation did not reveal a device malfunction related to the failure. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had shut down on its own. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.